Event description:
The customer reported that during an open proctectomy with ileoanal anastomosis, the patient's bowel was burned. The extender was used with the extended tip and the area where the two connect overheated and burned the patient's bowel while the doctor was working deeper in the pelvis with the tip. A 2cm of bowel had to be resected with anastomosis.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.